Manufacturer narrative:
Concomitant products:: 4076-45 lead implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock therapy for an supra ventricular tachycardia (svt) episode detected as a ventricular tachycardia (vt) episode by the implantable cardioverter defibrillator (ICD). The ICD remains in use. It was further reported that the right atrial (ra) lead has high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.